Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic in backup vvi mode. The patient was feeling muscle stimulation. After a software download, the device resumed normal function. The patient would continue to be monitored.